Event description:
It was reported that the patient presented remotely. Review of transmission revealed that the atrial lead exhibited failure to capture, low pacing impedance, and p wave sensing variation. Through echocardiogram, it was found that the patient had sustained cardiac perforation by their atrial lead, resulting in pericardial effusion and discomfort of the patient. Pericardial effusion draining and lead repositioning were completed on (B)(6) 2022. The patient was discharged from hospital.

Event description:
It was reported that the patient presented remotely. Review of transmission revealed that the atrial lead exhibited failure to capture, low pacing impedance, and p wave sensing variation. Through echocardiogram, it was found that the patient had sustained cardiac perforation by their atrial lead, resulting in pericardial effusion and discomfort of the patient. Pericardial effusion draining and lead repositioning were completed on (B)(6) 2022. The patient was discharged from hospital.